Event description:
It was reported that surgery time was extended due to product malfunction.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. Intertan drill guide 71674001_495931 and intertan nail - 71675533_14bm15719 were returned bound together by a guide bolt of unknown batch number. The guide bolt has cross-threaded into the nail. Three additional guide bolts were returned, but not applicable to the referenced failure. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this device/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.